Manufacturer narrative:
One pulse field ablation (pfa) generator was received for evaluation. The field reported event was able to be reproduced by visual inspection and post sequencing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to thermal damage noted to the pinnacle high voltage bfc board and the slot 2 bridge board. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance's associated with the reported event were identified.

Event description:
This report is to advise of thermal damage noted from investigation. During the pfa pvi procedure, a loud bang was heard and char was smelt from the generator after the 4th pfa ablation. There was a generator "hardware issue detected" error and to restart. The generator was restarted with no resolution. After initialization, the hardware error appeared again. The procedure was completed using rf with no adverse consequences to the patient.